Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after two minutes and thirty four seconds of activation in the right tibial artery, the recanalization catheter allegedly would not advance through the lesion and the health care provider (hcp) did not feel any vibration during activation. It was further reported that during retraction of the recanalization catheter, the distal end of the catheter allegedly became embedded within the lesion and resulted in a core wire fracture and catheter tip detachment. Reportedly, the hcp confirmed that the detached segment remains embedded in the lesion. There were no reported attempts to retrieve the detached tip. There was no reported known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal end of the device, the marker band was present. The core wire was broken approximately 143.2cm from the strain relief. Therefore, approximately 2.8cm of the core wire and distal tip were not returned for evaluation. The distal end of the outer catheter and inner catheter was slightly jagged. The core wire break was examined under microscopic magnification (63x) and the break appeared to be clean. Functional/performance evaluation: due to the condition of the returned sample, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the IFU (instructions for use), after advancing the guidewire and catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the catheter is the leading edge. Per the reported event details, the user did not withdraw the guidewire into the distal tip of the catheter prior to activating the catheter. Having the guidewire fully advanced through the distal tip of the catheter during activation could contribute to the core wire fracture and detachment. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after two minutes and thirty four seconds of activation in the right tibial artery, the recanalization catheter allegedly would not advance through the lesion and the health care provider (hcp) did not feel any vibration during activation. It was further reported that during retraction of the recanalization catheter, the distal end of the catheter allegedly became embedded within the lesion and resulted in a core wire fracture and catheter tip detachment. Reportedly, the hcp confirmed that the detached segment remains embedded in the lesion. There were no reported attempts to retrieve the detached tip. There was no reported known impact or consequence to the patient.